Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the remote control button as malfunction. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control button. In addition, we confirmed that the remote control buttons perforated, the control body loosened and the impurities or filth is attached to the bending rubber; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Event description:
The ring under the breakage rubber at the insertion part came off. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.